Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt's hearing sensations have been deteriorating increasingly for some time. Testing revealed several electrodes involved in a short circuit and several electrodes with status hi.